Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated alarm indicating low expiratory minute volume. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. According to provided information, o2 gas module was replaced to resolve the issue. The device was delivered to the user in working condition. The o2 gas module regulates the inspiratory gas flow and a faulty o2 gas module may affect the delivered volume or gas mixture (o2/air). Unfortunately the defective part and device logs were not provided for further analysis. The cause of the issue was determined as related to defective o2 gas module.

Event description:
Manufacturer's ref. #: (B)(4).